Manufacturer narrative:
The reported event of backup mode was confirmed. Analysis of the device indicated that the backup mode was triggered as a result of low voltage fluctuations consistent with electrocautery exposure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change procedure. During exposure to electrocautery, the pulse generator reverted to backup operation. Intermittent loss of capture was noted due to the change to unipolar pacing. Further interrogation was not possible due to the device's backup operation. The device was removed and replaced. The patient was stable.